Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal end adhesive was lifting, the image was misty during the hot and cold test, the down, left and right angles were straining, the light cover glass adhesive was pitted, the optical cover glass had fluid ingress and the distal end cap was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis lucera elite colonovideoscope with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a white crystalized foreign material believed to be an infacol (simethicone) type product in the air/water and jet channels. The report is being submitted due to foreign material in the scope found during evaluation.